Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open and required maintenance. The customer attempted to recover the failed drawer and performed multiple reboots and power cycles, but the drawer continued to show ¿required maintenance¿ and recovery was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer reseated all cables, cleaned magnet and inseparable latch sensor. Thoroughly tested drawer in hardware test application. Customer verified drawer functionality, all worked without issue. The system functioned as intended after the field service engineer repaired the device.